Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient was seen with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later it was reported that the device was received by the manufacturer. Analysis of the explanted device has not been completed to date.

Event description:
Later it was reported that the patient was referred for a full revision. Later it was reported that the patient was reported to have undergone explanation surgery, however per implant card received by the manufacturer, this surgery was indicated to be a full revision due to high impedance/fracture. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.